Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant procedure the patient experienced nerve and diaphragmatic stimulation. High thresholds were noted on the right ventricular (rv) lead. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.